Event description:
It was reported that a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with unspecified medication (dose, route, frequency, and duration not reported) for cloudy effluent. The outcome of the event is unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).